Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was determined that there was not a lead integrity issue and the alert range was expanded.

Manufacturer narrative:
Concomitant medical product: ddmb2d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered and impedance warning for high defibrillation impedance. The lead remains in use. No patient complications have been reported as a result of this event.